Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens, model zct150 21.0 diopter was explanted from the right eye (od) of a patient due to blurry vision and post-op refraction as the patient's astigmatism was overcorrected. The replacement was a non-johnson & johnson vision lens, 20.0 diopter. Reportedly, the patient has recovered. It was noted that the lens was discarded and will not be returned. No additional information was provided.